Event description:
Customer reported a malfunction on pump. There was no adverse impact to customer's blood glucose level exceeding 500 mg/dl. Customer requested pump reset, but malfunction recurred after reset. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).